Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ("lower abdominal pain") and vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal due to lower abdominal pain and vaginal bleeding). Essure was removed. At the time of the report, the abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and vaginal haemorrhage with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain lower ("lower abdominal pain") and vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal due to lower abdominal pain and vaginal bleeding) and surgery (essure removal due to lower abdominal pain and vaginal bleeding). Essure was removed. At the time of the report, the abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and vaginal haemorrhage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 15-mar-2018 for the following meddra pts (excluding this case): abdominal pain lower: 1007 cases were identified. Vaginal haemorrhage: 143 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.